Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cvor manager. A review of the device history record of the product code/lot # combination was conducted with no finding. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed since the sample was not available for evaluation. The exact root cause was unable to be determined. The likely cause was determined to have been a non-deployment event due to an obstruction of the distal tip preventing proper deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the involved angio-seal device footplate was not coming out of the sheath properly and as such the angio-seal was not able to be deployed in the arteriotomy. The footplate and the collagen remained in the sheath when the sheath was removed from the patient. The device seemed to work as usual, except as the device was pulled back the entire device and sheath pulled out together. The staff ended having to hold pressure. The access was at the femoral artery. Blood loss amount was 250 ccs. Procedure performed for the patient, prior to the closure device was peripheral angio. No difficulties with arterial access, sheath, guidewire, or catheter insertion disclosed. A pre-deployment angiogram was performed. Patient condition was stable. The patient was not injured, medical or surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.